Event description:
It was reported that insulin from the reservoir leaked into the reservoir compartment, and there is a split at the dome label sticker. The blood glucose reading at time of call was 122mg/dl. No further information was provided.

Manufacturer narrative:
Inspected one opened and used reservoir. Performed manual prime and high pressure test per specifications. Ran priming in insulin pump. Reservoir failed per inspection. Reservoir leaks at first and second o-ring due to excessive flushing on plunger.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.